Event description:
It was reported that the tube of a exactamix 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. This occurred prior to patient use in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h10: correction to b5, d4 product information. B5: update "exactamix 250 ml" to "exactamix 2000 ml". H4: the lot was manufactured between august 26, 2023 ¿ august 28, 2023. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leak. Functional testing of the sample was performed with tap water, and a leak was observed on the administration spike port weld seam. The reported condition was verified. The cause of the condition could not be determined; however, most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.